Manufacturer narrative:
Additional information was received on 12-jan-2022. The signal interference (noise) was observed on the intracardiac(ic) only. The signal interference (noise) was observed on the carto® and recording system. ECG was available by anesthesia, defibrillator and body surface. During the signal interference, the affected catheter was inside the patient¿s body. Therefore, added additional concomitant products to d 10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Originally reported concomitant products of unk_pentaray and unk_soundstar; however, additional information was received providing the product information on 19-nov-2021. Therefore, updated "d10. Concomitant medical products and therapy dates". In addition, it was stated that there were no failure of these two catheters observed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade which required pericardiocentesis. The patient suffered a pericardial effusion, while ablating at the base of the atrial appendage, no signals appeared on the ablation catheter. The catheter was removed and within 10 minutes the pressure dropped in the 60's. The physician thinks that there is a perforation at the base of the appendage,1l of fluid was removed. The patient was stable, and was sent to the intensive care unit. Heparin and protamine were given and all the sheaths were removed. The patient was hemodynamically stable at the time. Effusion was discovered/noticed when the patients blood pressure dropped into the 60's. The patient was admitted to the intensive care unit. There was a suspected perforation that was confirmed by soundstar, transthoracic, and tee. Pericardiocentesis was performed and 1,000 ml of fluid was removed. The tube was left in place. The procedure was abandoned. There was no evidence of any effusion present before the procedure. The device evaluation was completed on 16-dec-2021. The product involved: thermocool smarttouch sf (bidirectional) catheter. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool smarttouch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process, all catheters are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that it is important to carefully review the following warning and precautions. -when using the biosense webster thermocool smarttouch¿ sf bidirectional navigation catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 navigation system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under fluoroscopic guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade which required pericardiocentesis. The patient suffered a pericardial effusion, while ablating at the base of the atrial appendage, no signals appeared on the ablation catheter. The catheter was removed and within 10 minutes the pressure dropped in the 60's. The physician thinks that there is a perforation at the base of the appendage,1l of fluid was removed. The patient was stable, and was sent to the intensive care unit. Heparin and protamine were given and all the sheaths were removed. The patient was hemodynamically stable at the time. Effusion was discovered/noticed when the patients blood pressure dropped into the 60's. The patient was admitted to the intensive care unit. There was a suspected perforation that was confirmed by soundstar, transthoracic, and tee. Pericardiocentesis was performed and 1,000 ml of fluid was removed. The tube was left in place. The procedure was abandoned. There was no evidence of any effusion present before the procedure. Max wattage used: 30 watts anterior and 20 posterior total lesions: 29. Total ablation time: 17 minutes 18 seconds. Total fluid: 364 ml. This adverse event was discovered during use of biosense webster, inc. Products. The patient outcome of the adverse event was improved / stable. The patient did require extended hospitalization because of the adverse event. A transseptal puncture was performed. Needle product details: versacross transeptal wire - baylis/boston scientific. Ablation was performed before noting the cardiac tamponade. There was no evidence of a steam pop. This event occurred during the ablation phase. Irrigated catheter was used in the event, the flow setting was: irrigated catheter, stsf d-f curvee ¿ set at 30 watts for 30 seconds. Physician had control of foot pedal. No error messages were observed on the biosense webster equipment during the procedure. Force visualization features were used were the vector and visitag. Visitag module was used, parameters for stability used were: nominal 2mm for 3 sec, 25% at 3 grams. Additional filter used with the visitag: ablation index surpoint. No color options were used prospectively. Since the event was life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable. The signal issue was assessed as not MDR reportable. The risk to the patient was low.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).